Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected data: d10: date of concomitant therapy is (B)(6) 2023 e1, e3: initial reporter name updated; initial reporter is a physician. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2023 the patient was admitted to (B)(6) for repair of a left orbital floor fracture. The operative note states "a resorbable plate made by synthes called synpor smooth orbital plate was used." On (B)(6) 2024 the patient was re-admitted to (B)(6) for infection. The medical records reflect that the incorrect plate was provided during the initial procedure and that her symptoms were a reaction to a plate. Specifically, the medical record states that the plate was supposed to be a resorbable plate and that the rep and company were notified of the error. (B)(6) is requesting reimbursement of the charges incurred in the medical treatment of the patient. This report is for one (1) unk - screws: trauma this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.